Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that within the last month they received three motor error alerts, experienced large differences between sugar glucose versus blood glucose and low predicted alert. The customer's blood glucose was 133 mg/dl. Troubleshooting was declined. No further information was reported.